Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator (eri) battery status earlier than expected. There was concern that the battery depleted prematurely. The device was in service for 3.5 years.